Event description:
It was reported that, "during mantis and xia3 surgery, the tulip head was separated from the xia3 bone screw inserted to right iliac. L3/l4/l5 was fixed with mantis and iliac was fixed with xia3 in the surgery. The surgeon did final tightening from l3, then he tightened 2 xia3 screws inserted to right iliac and noticed that the tulip head was separated. After that he extracted 2 bone screws and inserted 2 other screws without problems. "

Manufacturer narrative:
The device was returned for inspection and the event was confirmed. The tulip is disengaged from the bone screw. The tulip was examined and the retaining clip was observed to be deformed. The head of the bone-screw possessed a dent that was localized on the cylindrical edge of the head of the screw and also on one of the teeth of the 6 point star formation, which suggests that tightening was performed with the screw maximally bent. Other scratch-like markings were observed on the tulip head, which may be a sign of multiple tightening. However, in a follow up email, it was further reported that the surgeon complied with procedures by using a torque wrench with an anti-torque key during final tightening and did not perform any additional rod contouring. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No indication of material or manufacturing defect could be found. As follows from the review of complaints received previously for the same issue as well as the findings of the r&d engineers, over tightening is the principal cause of tulip disengagement. The implantation at maximal angulation can be the additional factor that facilitates the disengagement of the tulip. Conclusion: the complaint is considered indeterminate from a manufacturing perspective. No product fault could be detected. Use of a torque wrench and anti-torque key help to prevent one from over tightening the screw and keeps the wrench aligned with the tightening axis. It is still possible to over tighten the blocker while using a torque wrench and an anti-torque key, but it is unknown whether this occurred and a definite cause of the reported event cannot be determined.

Event description:
It was reported that, "during mantis and xia3 surgery, the tulip head was separated from the xia3 bone screw inserted to right iliac. L3/l4/l5 was fixed with mantis and iliac was fixed with xia3 in the surgery. The surgeon did final tightening from l3, then he tightened 2 xia3 screws inserted to right iliac and noticed that the tulip head was separated. After that he extracted 2 bone screws and inserted 2 other screws without problems. "